Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the atrial lead was oversensing either noise or electromagnetic interference triggering inappropriate mode switches. No changes or interventions were reported. The patient was in stable condition.